Event description:
Information received by medtronic indicated that the customer had received unexlained insulin flow block alarms, insulin pump was rejecting new bateries and also the priming process was slow. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08725 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. The pump primed properly and no unexpected insulin flow blocked alarms were noted during testing. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals a total of eighteen (18) no delivery (insulin flow blocked) alarms from (B)(6) 2023 (event date) and (B)(6) 2023 (the week before the event date), daily breakdown listed below: (B)(6) 2023 four (4) no delivery (insulin flow blocked) alarms 19:14, 20:59, 21:34, and 22:46 (cl1autobolus) (B)(6) 2023 one (1) no delivery (insulin flow blocked) alarm 19:55 (cl1autobolus) (B)(6) 2023 nine (9) no delivery (insulin flow blocked) alarms between 18:49 and 20:43 (cl1glucosecorrectionplusfoodbolus, cl1autobolus, and tubing fill) (B)(6) 2023 three (3) no delivery (insulin flow blocked) alarms 21:35, 22:04, and 22:09 (cl1autobolus) (B)(6) 2023 one (1) no delivery (insulin flow blocked) alarm 09:59 (cl1autobolus) the pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, and pillowing keypad overlay. Insulin flow blocked alarm and prime/fill anomalies are not confirmed. The pump primed properly and no unexpected insulin flow blocked alarm was noted during testing. Battery failed (failed batt test) alarms are not confirmed. The earliest power data available per the power management tool/detail trace file is on(B)(6) 2024 at 8:29:57 am. There was no power data available for the event date of (B)(6) 2023. Unable to check power data for failed batt/battery failed alarm however, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec. Range utilizing the available historical data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.